Event description:
Rt answered the ventilator alarm (high respiratory rate). The bipap was not giving the patient volumes. The error stated the bipap was discontinued. The patient placed on a different unit. The patient maintaining good volumes at that time. The patient did not desaturate during the event or showed signs of discomfort.